Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally the alleged wake button and the alleged history issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. After turning the pump back on, the personal profile settings were noted to be missing and the pump time and date settings had reset. Additionally, the wake button was unresponsive. Reportedly, the customer pressed the button multiple times and successfully resolved the issue. Customer¿s blood glucose was 150mg/dl. Reportedly the customer continued to use the pump for insulin therapy.